Event description:
Caller reported compact plus system blood glucose result of 300 mg/dl, aviva system result of 110 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
(B)(6).